Event description:
The pt reported that their ins "turned upside down" and they are unable to charge it. The pt also reported that the ins is no longer in the pocket. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.